Event description:
It was reported to st. Jude medical that noise was displayed on the ventricular electrogram. A lead fractured was suspected. A chest x-ray will be taken. The lead will be replaced if the fracture is confirmed. It was later reported that the lead was explanted.